Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the ok, up, and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a battery compartment crack, and a keypad response issue and keypad contamination. This report is made based on results of the investigation performed on 03/12/2015.